Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device had no power was not confirmed. However, during evaluation, it was determined that the device was running in the safety position (device was powerbroker) and at (B)(4) rotations per minute which was below the operational specification ((B)(4) rpm). Furthermore, it was observed that there was a hole in the hose near the muffler. It was determined that the vanes were worn out causing the device to run below the rpm specification and the locking components were damaged causing the device to run in the safety position. It was determined that the issue with the worn out vanes and hole in the hose was consistent with normal wear over time. It was determined that the issue with the damaged locking components was consistent with trying to run the device in the load position or by pushing on the disconnect sleeve while the device was running, which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during routine testing, it was observed that the motor device had no power. During in-house engineering evaluation, it was determined that the device was running in the safety position (device was power broken). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.